Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when removing the white protective film from the right torso pad, the gel layer separated from the neoprene layer. A new set had to be opened to began the procedure.

Manufacturer narrative:
Received 1 opened small arcticgel torso pad with the original unit packaging. The reported event was confirmed; however, the cause was unknown. Visual inspection noted part of the hydrogel was removed from the pad upon return. The hydrogel was found attached to white release liner. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "remove the release liner from each pad and apply to the appropriate area.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removing the white protective film from the right torso pad, the gel layer separated from the neoprene layer. A new set was opened to began the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when removing the white protective film from the right torso pad, the gel layer separated from the neoprene layer. A new set had to be opened to began the procedure.